Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity) and had a delayed keypad response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed system error 345 and had a delayed keypad response. A review of the event history log revealed 'system error 345'. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The causes of the conditions were identified to be an out of specification thermistor upstream sensor, and a failed processor board. The ultrasonic sensor and the processor board will require replacement to correct the issues. Should additional relevant information become available, a supplemental report will be submitted.